Event description:
The customer reported that the forceps plug was stuck and the instrument channel port was disconnected from the of the oes cystonephrofiberscope. The issue was noticed during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Per the device evaluation, there was dislodgement of the forceps hole. Specifically, the forceps irrigation plug (maj-891) was stuck, and the port was disconnected from the scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the dislodgement of the forceps hole could not be determined. This supplemental report includes a correction to g2 from the initial medwatch. Also, information added to h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).